Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported patient experienced pump malfunction and delivered continuous bolus for longer than 5 minutes, resulting in patient dizziness, numbness, weakness, and difficulty breathing. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
An email was received with an attached global product complaint form regarding a cadd legacy pca pumps with ln 21-6300-51 and sn (B)(6). It was reported that the device delivered continuous bolus infusion for longer than five minutes, resulting in dizziness, difficulty breathing, and marked significant numbness and weakness in the arm.